Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The initial event description provided states that the injector plunger was too short resulting in the lens haptic getting stuck in the nozzle. Further information received along with the product return on 19th may 2022 identified that the haptic broke during iol implantation. The rayone spheric rao100c iol was explanted and a back-up iol was implanted without further incident. The product was retained and returned for evaluation. Product inspection confirmed the event as intended; however, during product testing carried out by rayner the product performed as intended and the event could not be replicated. It has not been possible to establish the cause of the event in this case. Our review of production records for the rayone spheric rao100c batch 121182747 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 121182747.

Event description:
On 8th march 2022, rayner intraocular lenses limited received notification from its (B)(6) affiliate company of an event that occurred during use of a rayone spheric rao100c. The intial report received stated that the plunger was too short resulting in the trailing haptic getting stuck in the injector. The event was initially assessed as non-reportable; however, on 19th may 2022, rayner received the product return along with additional information identifying that the haptic had broken necessitating lens explantation and exchange. Following receipt of this additional information, the event was re-assessed as reportable.